Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) ubd: 08-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal with concentration 500 mcg/ml at a dose rate of 175.11 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had fluid in their back and stomach. It was confirmed using graham stain that it was infected. Infection occurred in pocket and spine incision. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that spasticity was causing pressure on the pump pocket. The pump and complete catheter were explanted. The healthcare provider had refused return of the devices to the manufacturer. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2021. The patient's weight and medical history were unknown / would not be made available.